Event description:
It was reported that malfunction alarm occurred on pump with malfunction code displayed and issue resettable, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, successfully reset pump with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again.